Manufacturer narrative:
Unit failed displacement test, motor position encoder error alarm confirm in alarm history screen, and motor error alarm noted during rewind due to motor encoder out of phase. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that customer received a motor error alarm and a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer reported that drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.